Manufacturer narrative:
(B)(4).

Event description:
It was reported that atrial undersensing was observed during atrial fibrillation leading to inappropriate atrial pacing. All other lead measurements were found to be stable and within range. No programming changes were made and the decision was made to continue to monitor the patient.